Event description:
It was reported to philips that the system was not booting up and stuck at 00:00 the device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up and stuck at 00:00. Upon troubleshooting, fse found the host pc had failed and replaced the defective host pc, hard disc and uploaded software. However, the issue persisted. Upon further investigation, fse found that 24-volt supply to the network switch was not present, confirms power supply defect. To resolve the issue, fse replaced the power supply. After replacement of the host pc and power supply, the system was returned to good working condition. The codes were updated based on the investigation outcome.